Manufacturer narrative:
The device was used for treatment. The device was not returned for evaluation, as it was discarded. The device history records were reviewed to confirm that the device passed all applicable in process and final inspections before shipping to the customer. There was no product performance issue reported. The procedure was successfully completed. No further investigation required. Based on the investigation, a CAPA is not required as there was no issue reported for the device performance or quality. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. No further follow-up is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report. File attachments.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported the doctor put the first 6935m (55cm) lead in and then at the end of the case decided to replace that lead with a longer 6935m (62cm) lead. Doing this created a second insertion site in the vein that he did not close with a suture when he removed the 55cm lead. This caused a continuous ooze complication, as apparently the patient was on blood thinners. A vascular surgeon came in to help. Once he cleared the field with suction, he stated he could clearly see it was in fact coming from the removal site of the 55cm lead. Once the ooze was brought under control the pocket was closed as normal (operation was extended by approximately by 1 hour, 30 mins). The safesheath was discarded.